Event description:
It was reported that a pta balloon used to post-dilate a stent became caught inside the stent during the second inflation. Reportedly, it was observed under angiography that the pta balloon had a "dog bone" appearance. Upon removal from the pt, frayed fibers were observed. Another pta balloon dilatation catheter was used to successfully complete the procedure. No pt injury.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The complaint sample has been returned for evaluation and the investigation is currently underway.